Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pleural effusion may have been procedure related.

Event description:
During a pulmonary vein isolation procedure, a pleural effusion occurred. Following the procedure using a therapy cool path duo ablation catheter, the patient developed a pleural effusion due to the amount of fluid used during ablation. The patient was treated with high dose diuretics for two days and stabilized. There were no performance issues with the ablation catheter.